Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) rec'd an scs system including an ipg on (B)(6) 2010. It was reported that the recharge burden for the pt's ipg had increased. In addition, the pt alleges that the efficacy of her therapy relief has diminished. Based on the pt's current program settings, it was determined that the ipg recharge burden was within the expected limits. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg.